Event description:
It was reported that pump experienced malfunction alarm with code malf 12 related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.